Event description:
Single day infusor filled with 5 fluorouracil and sodium chloride 0.90% was connected to pt IV line on 4/13/94. It was discovered on 4/14/94 that no solution had been infused. All clamps were open, implanted port was fully functional, and there was no occlusion.